Event description:
It was reported that the twist clamp of a minicap transfer set leaked. This occurred during use of the device for peritoneal dialysis therapy. The transfer set had been in use for about one (1) month. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.